Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector, in a pouch, for the report of cutting failure. The returned sample was visually inspected and was found non-conforming with a slightly bent needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for cut and was found non-conforming for aspiration and actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire entered the aspiration path but did not go through. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bend needle and shell) was removed the probe was able to actuate. The complaint evaluation did not confirm that the probe had a cut issue. Unrelated to the reported event, the evaluation indicated that the probe had an aspiration issue. The evaluation also indicated that the probe had an actuation issue. The evaluation did indicate that the probe needle was slightly bent. The most likely root cause for the aspiration and actuation non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A secondary contributing factor to the observed actuation and aspiration non-conformances is the obstruction within the aspiration path. How and when the obstruction was introduced to the probe cannot be determined from this evaluation. The evaluation did not confirm a cut issue and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe did not cut during a procedure. The condition of actuation and aspiration is unknown. The product was replaced and procedure completed with no patient harm.